Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed. The following information was provided by the initial reporter: material no. 368607, batch no. 0148999. It is reported customer experienced defective locking mechanisms. Verbaige received, the customer has reported that 1 needle from lot#148999 exp: 2025-05-31. Shield fall off as lab assistant was removing needle from patient's arm. No injuries. Occurred (B)(6) 2020 did not report at the time as it appeared as a one off".